Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Wavelet reprogramming required.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy. The device classified a ventricular tachycardia episode as supra ventricular tachycardia (svt) due to the wavelet not having an accurate template for the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.